Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 449 mg/dl. Customer had the following symptoms: nausea and feeling tired. Customer stated that he had a back-up plan, but did not contact his health care professional. Customer treated with a manual injection. Customer was advised to disconnect from the pump. Customer was assisted with removing the reservoir and rewinding the pump. Customer stated that the insulin exited the tubing during manual prime. All settings and bolus history were correct. Customer was unable to perform the high pressure test due to not having a tubing clamp. Customer stated that the cannula was occluded and the site was sore. Customer was advised to change the entire set, reservoir, and insulin. Customer called back on (B)(6) 2014 and the pump passed the high pressure test. Customer was advised that the pump was working as designed. No additional information provided.